Manufacturer narrative:
The device was received for evaluation. During functional testing, customer reported problem of "did not infuse the correct amount, did not finish the IV" was not reproduced. Evaluation sent the device to flowline for flow rate accuracy testing and the device passed the test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse the correct amount, did not finish the IV during delivery in the intensive care unit (ICU). There was no report of patient injury or medical intervention associated with this event. No additional information is available.